Manufacturer narrative:
E1: initial reporter city: (B)(6) .

Event description:
It was reported that the burr became stuck in the lesion. A 1.25mm rotapro was selected for use. During the procedure, it was noted that the burr got stuck in the lesion. The device was released from the lesion by applying pulling tension. The procedure was completed with the use of another of the same device. No patient complications were reported and the patient status was good post procedure.